Event description:
A health care professional reported that flap was very sticky as a result flap was difficult to lift in the unknown eye of the patient during refractive surgery. Additionally, the ablation check test was done on a non company test target.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).